Event description:
A pt reported that they had to visit their physician due to the power issue on their meter. Pt's meter allegedly had no power, and pt was unable to test. The result on the dr's meter is unk. The time difference between pt's meter and the dr's meter is unk. Pt reported feeling "high, shaky and tired". Pt reported they "treated self". It is unk what pt used to treat self with. Issue was not resolved. No further info has been reported.